Event description:
Caller reported experiencing a cartridge alarm issue with the pump, identified as cartridge alarm 30. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, tandem technical support decided to replace the pump, which was still under warranty, with a new one that included updated software. In preparation for the replacement, cts advised the caller on various procedures, including the use of manual insulin injections (mdi) as a backup and steps for putting the pump into storage mode. The instructions provided by cts were understood and acknowledged by the caller, and a replacement pump has been sent.